Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from and reconnecting to the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing) during initial drain. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient had not used proper disconnect procedures when disconnected from the set. The patient stated that they then reconnected to the setup. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.